Manufacturer narrative:
The cause for the (B)(6) results is unknown. Siemens healthcare diagnostics is investigating. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection. The calculated values for hepatitis b in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."

Event description:
(B)(6) advia centaur hbc total results were obtained for samples from three patients. The patient samples were tested with two alternate methods and the results were positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) total result.

Manufacturer narrative:
Siemens filed the initial 1219913-2015-00207 on (B)(6) 2015. (B)(6) 2016 additional information: the patient samples were not provided for additional testing and investigation at the manufacturer's site. The customer said the patient samples were accidently thrown away. Therefore, the cause could not be determined. The cause for the discordant advia centaur hbc total result is unknown. The instrument is performing within specification. No further evaluation of the device is required.